Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2023, information was received from a manufacturer representative regarding a patient who was implanted with a neurostimul ator (ins). Rep reported that the all contacts on the 0-7 tail are all out of range today. Caller was able to reprogram around that lead to offer patient therapy today. Ts reviewed possible reasons for the 0-7 contacts to be out. No falls or trauma reported by the patient. On (B)(6) 2024, additional information was received from the manufacturer representative (rep) clarifying that all of the patient's contacts that were out of range on 0-7 had high impedances of 10k ohms.